Event description:
Based on the report info, submitted to (B)(4) on (B)(6) 2010, a PICC broke during surgery on (B)(6) 2010. The product is (B)(4). No other info has been made available. The used product / sample was not returned to (B)(4). (B)(4).

Manufacturer narrative:
This report was assessed and determined to be a MDR report based on our MDR reporting criteria. The info provided with the report is sketchy. Add'l info has been requested but has not been rec'd. An examination of the device has not been carried out as the used item was not returned to (B)(4).